Event description:
End-user advised left rear wheel split and threw him off balance and caused him to fall on the floor, end-user advised no injury, end-user advised did not seek medical attention, end-user advised thinks may have fell in (B)(6), end-user advised glued and taped, end-user advised working with (B)(6) to get new three wheel rollator, end-user could not provide any further information.